Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image fault, no images won¿t print images during gastroscopy therapeutic procedure which was successfully completed with the same device involving an olympus gastrointestinal videoscope. The issue occurred during sedation - device inside patient. There was no patient injury reported.